Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that there was a broken connector pin. It happened right after they got the last one replaced (2016). This was not an out of box failure. Because the connector pin is broken, the patient can't recharge, and the stimulation is dead. The patient has been having unrelated brain problems, so has been focusing on that and not focusing on the back, so he hasn't recharged. The patient wasn't sure when he recognized that it was dead. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's wife reiterated the previously reported complain. The patient's wife was transferred to repair and a new desktop charger was sent to them. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: analysis of the desktop charger (dtc) (B)(4) found evidence of broken connector pins.(B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's wife reiterated the previously reported complain and reported the ins going dead and not being able to recharge occurred a month prior to (B)(6)17. It was also reported that the patients weight at the time of the event was (B)(6) lbs. The patient's wife was transferred to repair and a new desktop charger was sent to them. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the (B)(4) desktop charger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.